Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had power cord issue. Ground prong on end of line cord broke off. There was no patient involvement and no harm reported.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) had power cord issue. Ground plug on end of line cord broke off. There was no patient involvement and no harm reported.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: b5, h6 (investigation conclusions).

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had power cord issue. Ground plug on end of line cord broke off. There was no patient involvement and no harm reported.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. Corrected fields: b5. A getinge field service engineer (fse) was dispatched to evaluate the unit. He states, ground prong missing from line cord. Replaced line cord assembly (0012-00-1688-21) . Device passed all functional and safety tests according to factory specifications. Device was given to customer and cleared for customer use. The following was performed by technician of the maquet failure analysis and testing (fat) department wayne, nj: the failure analysis and testing department received the following part associated with this complaint: pn: 0012-00-1688-21 rev q; sn: (B)(6) ametek reel, ac power cord this part was received with a reported unit failure message of ground pin missing. The failure analysis and testing dept. Performed a visual inspection and verified the failure message of ground pin was missing. Please see attached picture. Retaining reel, ac power cord in the fat dept. Per procedure 0002-07-d008 rev au.